Event description:
It was reported while using bd vacutainer® k2e 10.8mg plus blood collection tubes, foreign matter was found in one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). Investigation summary: bd did not receive samples or photographs for investigation. A total of 100 retained samples were visually inspected, and no foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is unable to be confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.